Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the event was unknown. The patient was hospitalized for the event of peritonitis. One day after the event onset, the patient was treated with vancomycin injection (1gm, intraperitoneal, every 3rd day, ongoing) and ceftazidime injection (1gm, intraperitoneal, frequency was not reported, ongoing) for the event. Pd therapy was ongoing. It was reported that the patient was discharged from the hospital on an unknown date and is recovering from the event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.